Event description:
It was reported that the customer went to the emergency room, details and nature of the ER visit were not provided. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.